Manufacturer narrative:
As received, the battery voltage of the device was above its elective replacement indicator (eri). A review of the autocapture diagnostics found the algorithm enabled and operating intermittently at high output mode (hom). Pacing at hom to match the patient¿s pacing needs can increase current drain and decrease voltage, which can affect the estimated longevity of the device. A longevity calculation was performed and the pacemaker met its expected longevity requirements with normal battery depletion. Electrical and mechanical testing in the laboratory indicated normal functionality.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found to have reached it elective replacement (eri) earlier than expected. Abbott technical support was contacted and confirmed that battery depletion was normal. Overestimation of projected longevity was suspected but could not be confirmed as session records from previous follow-ups were not available for analysis. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.